Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services ori 8/18/2017 stating that this lead was fractured and the patient received one inappropriate shock. It was also noted that there was out of range impedance measurement. The following physician was dr. (B)(6) at (B)(6) heart in (B)(6), sd. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).